Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). Investigation summary: bd received 2 photos for investigation. Upon evaluation, the photos showed underfill. Additionally, 20 retained samples were subjected to functional tests, and it was determined that all 20 samples drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m plus blood collection tubes, one tube underfilled. No adverse impact was reported regarding the patient or user.